Manufacturer narrative:
G3 initial awawreness date was 30jun2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, trs-robo-8, anchor tissue retrieval system, was used in an unnamed procedure on (B)(6) 26, and ¿during procedure metal portion of trs-robo-8 bent and punctured patient abdomen. Doctors used 1 trs-robo-8 and malfunctioned, opened another and malfunctioned again.¿. Additional information was requested, but none has been received to date. This report is being raised due to the reported injury of puncture to the patient¿s abdomen.